Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose and sensor calibration issues. Blood glucose level at the time of the incident was 41 mg/dl and treated with food. Blood glucose at the time of the call was 58 mg/dl. When customer had a 73 mg/dl and treated with sugar pills, jumped to 205 mg/dl and treated with bolus via insulin pump. Auto mode feature was active but unable to enter basal as they were new to sensor and auto mode. Customer was assisted navigating auto mode. Customer declined troubleshooting for high/low blood glucose. The insulin pump was not replaced or returned for analysis.